Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported event cannot be conclusively determined. The patient expired on (B)(6) 2018 due to disseminated intravascular coagulation. No vad related issues were reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 37 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to disseminated intravascular coagulation(dic). No further information was provided.